Manufacturer narrative:
Device reported as implanted on (B)(6) 2005 or (B)(6) 2011. It is not sure which product goes with which implant date. A second physician was reported with this event; it is unknown which physician completed the procedure: dr. (B)(6). There were two hospitals reported for this event; it is unknown at which the procedure took place: university hospital (B)(6).

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.